Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the system fault 101 was due to a software issue. The device was serviced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a system fault (sf 101) occurred on an astral device which resulted in an alarm notifying the user of the error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of system fault error messages (sf 101) indicating an incorrect outlet pressure measurement. The investigation also revealed that the device failed to complete its internal self-test. The investigation determined that the device failures were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Event description:
It was reported to resmed that a system fault (sf 101) occurred on an astral device which resulted in an alarm notifying the user of the error message. There was no patient injury reported as a result of this incident.